Manufacturer narrative:
The risk of nerve damage (dural tear) is present in discectomy cases whether the barricaid device is implanted or not, and the rate has not been found to be higher in both clinical trial results and in commercial distribution as described in our instructions for use. The infection that was observed is not believed to have been caused by the barricaid device due to the surgeon deciding to leave the device implanted.

Event description:
During a site visit on (B)(6) 2023 to monitor a clinical trial, an adverse event was found that was not previously reported to intrinsic therapeutics. The patient had a revision surgery sixteen (16) days after initial implantation to repair a dural leak from the initial implantation. A second revision surgery was also noted in the patient file which was thirty (30) days after initial implantation where an infection was reported. The wound site was cleaned and treated.